Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin had button error alarm due to corroded keypad traces. No frozen display noted. Insulin pump had cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that the insulin pump froze, then went blank and that there was no response from the buttons. She also reported small cracks on the insulin pump. She could not recall any significant events leading to these issues. The blood glucose reading was 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.